Manufacturer narrative:
Twenty four-off-label, unapproved or contraindicated use (use of device outside IFU indication). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and talent thoracic cuff were implanted in the patient for an endovascular treatment. The talent thoracic cuff had been implanted inside the bifurcate 3 cm above the bifurcate, and was positioned just below the renal arteries. It was reported that, approximately four years and one month post index procedure, the patient was admitted to the hospital. The talent aortic cuff had a proximal type I endoleak. No intervention is planned at this time. The physician stated that the cause of the event is unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Event description:
Additional information was received as follows: the patient presented emergently approximately 47 months post implant. The patient had thoracic and abdominal aneurysms. The patient was treated for the thoracic aneurysm with talent thoracic captivia devices and the abdominal aneurysm with an endurant bifurcated stent graft and talent thoracic cuff. It was reported that the patient had proximal type I endoleaks in both the thoracic and abdominal aneurysms. The proximal type I endoleak from the talent in the abdominal resulted in a juxta-renal aneurysm that ruptured. The physician performed an open surgical repair with debranching of the renal arteries and explanted the talent cuff and endurant abdominal stent grafts. The event was resolved. The talent cuff and endurant stent grafts were discarded by the user facility. Per the physician, the cause of the rupture was due to the patient's anatomy, the aorta has changed, and was not a good candidate for endovascular treatment.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.